Manufacturer narrative:
Continuation of d10: product ID 97716, serial# (B)(6), implanted: (B)(6) 2024, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported after the call with technical services the controller showed the normal recharge screen and the ins went to 50%. It was then able to charge to 100% in a little over an hour. The representative noted they had continued to do passive recharge mode until normal recharging screen appeared and that it took 3 attempts. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97716 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per representative (rep), patient hasn't recharged her implant in a while; patient needs an MRI and rep was paged to assist with recharging patient's implant. Rep said the right implant recharge shortly after passive recharge mode (prm) session, but the left implant won't go to the normal recharge screen. Technical services(ts) recommend 3-4 prms before trying to disable and re-enable the implant. Rep is then to try more sessions if device still won't recharge. Ts also suggested getting the equipment that recharged the right side to see if that would work. Ts also suggested trying to connect with clinician device to see if that will allow connection, after a few prms. No symptoms were reported.